Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and while she was in the emergency room, she experienced a stroke. Further, she was hospitalized due to high blood glucose level after staying for 1-2 hours in the emergency room. Her highest blood glucose level was 596 mg/dl moreover, the infusion had been used for 11 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.